Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they had to have a gum graft due to the excessive wear of the aligners. Their front gums of their lower teeth were impacted. They were told by the doctor to discontinue use of the aligners as it may cause further gum recession. They also have gum recession in other areas that may require a gum graft in the future.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.